Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The devices were prepared per instructions for use (IFU). The patient's annulus was measured with a mean diameter of 23.8mm, a perimeter of 76.7mm, and an area of 445mm^2. During the procedure the valve was partially re-sheathed twice. The implant depth at 80% was 4-5mm from the non-coronary cusp (ncc). After final deployment the valve migrated 25mm into a ventricular position. A second non-abbott valve was implanted valve-in-valve. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of migration of the valve was reported. The valve was implanted with a depth of 4-5 mm from the non-coronary cusp (ncc). The valve was noted to migrate towards the ventricle after final deployment. A valve-in-valve procedure was performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, and the cine review, the cause of the reported valve migration could not be conclusively determined. It is possible patient condition contributed to the reported event; however, the exact cause could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The devices were prepared per instructions for use (IFU). The patient's annulus was measured with a mean diameter of 23.8mm, a perimeter of 76.7mm, and an area of 445mm^2. During the procedure the valve was partially re-sheathed twice. The implant depth at 80% was 4-5mm from the non-coronary cusp (ncc). After final deployment the valve migrated 25mm into a ventricular position. A second non-abbott valve was implanted valve-in-valve. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.